Manufacturer narrative:
(B)(4). The peritonitis was manifested abdominal pain. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set became disconnected from the titanium adapter. The patient went to the pd clinic where the patient received unspecified intraperitoneal (ip) antibiotics as a preventative measure. Two days later, the patient developed peritonitis and was hospitalized the same day. The patient was treated with unknown intravenous (IV) antibiotics. The cause of the peritonitis event was reported to be the transfer set became disconnected from the titanium adapter. On an unknown date, while hospitalized the patient "coded" and was placed on a ventilator. Nine days after admission the patient "coded" again and passed away. It was reported pd therapy was ongoing during hospitalization; however the patient was not on a homechoice device at the time of death. It was reported the patient had not recovered from the peritonitis event at the time of death. The cause of death was reported as a fungal infection in the lungs, this was not confirmed. It was reported an autopsy was not performed. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).